Event description:
It was reported that during da vinci cardiac atrial septal defect repair procedure, the console surgeon experienced a distorted 2d view in the left eye of the high resolution stereo viewer (hrsv). With the assistance of a technical support engineer, the site attempted to troubleshoot this problem via telephone, however, the issue could not be resolved. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) discovered that the high magnification camera that captures the image which then gets transferred to the surgeon console's high resolution stereo viewer (hrsv) was defective. The hrsv provides the video image for the surgeon console operator. The surgeon console is the control center where the operator sits outside the sterile field and controls instruments and a 3d endoscope with his/her hands. The system was repaired by replacing the high magnification camera. As of 2008, there have been no reported recurrences of the issue at this hospital.